Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However to determined an exact root cause device investigation of the explanted device would be necessary. In addition the recipient needs MRI for device unrelated medical reasons, which contributed to the decision for explantation. Explantation is considered but no date has been scheduled yet.

Event description:
When the user turns his head in any direction except forward, he can_t hear the sound through the device. When the head is turned in a forward direction the user can hear. This started on 11.may.2023. It has not yet been decided when the explantation will take place.

Event description:
When the user turned his head in any direction except forward, he couldn_t hear the sound through the device. When the head was turned in a forward direction the user could hear. This started on (B)(6) .2023. The device has been explanted.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by minute device mobility was determined to be the root cause of device failure. In addition the recipient reportedly needed MRI for device unrelated medical reasons, which could have contributed to the decision for explantation. This is a final report.

Event description:
When the user turns his head in any direction except forward, he can_t hear the sound through the device and in situ testing is indicative of a device malfunction. When the head is turned in a forward direction the user can hear.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.